Manufacturer narrative:
Unit received with missing reservoir tube o-ring, cracked retainer, pillowing keypad overlay and minor scratches on case. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. Customer reported that there was physical damage to the insulin pump's retainer ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.